Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door was not open for user to access medication but sent message to epic and server report was not indicate that it was dispensed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was not open for user to access medication but sent message to epic and server report was not indicate that it was dispensed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had not opened for the nurse to access medication, but it had sent a message to epic indicating that it was dispensed. A technical support specialist (tss) after speaking with the customer in more detail, the issue was revealed to have not been with a specific order or report. Instead, the issue had occurred when a user removed a kit of multiple items and one of those items had ¿failed¿ in some way (such as a storage space failure), which resulted in the workflow removing the remaining part of the kit. Tss had advised the customer that the system was working as designed and would follow through with a kit removal once it had been started. If only part of the kit had been removed due to a failure, the users could initiate a return to stock as long as all formulary items were configured to allow this. That would have returned the inventory counts to their previous levels, and the removal could have been attempted again once the storage space failure was resolved. The system functioned as intended after the technical support specialist troubleshot the device.